Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary picture review: the received picture confirm the issue as per event description, that the screwdriver tip broken in multiple parts; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was doing a hip pinning with 7.3 cannulated screw and cannulated hexagonal screwdriver shaft broke. The tip of the screwdriver completely broke off into the patient upon screw insertion. There were small fragments of metal in the patient. All fragments were found and this was confirmed on x-ray. The surgeon retrieved all pieces and no metal fragments were left behind in the patient. It is unknown how long the surgery delayed. The procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unknown cannulated screw (part # unknown, lot # unknown, quantity# 1). This report is for one (1) cannulated 4.0 mm hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).